Event description:
Pt had asystoly for more than 12 secs but the telemetry unit did not report a asystolic alarm. There is also no event logged in the event database as "a asy" event for that time. Co did not find an event with corresponding time but was stored under "arr. Idiovertr" (wrong name and classification).